Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the lifevest. The patient was in a rehab facility and it is unknown if the patient's doctor prescribed anything for the rash. Follow-up indicated that the rash had improved.